Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump declared multiple temperature alarms while at room temperature. The customer's blood glucose (bg) level was 154 mg/dl. It was indicated that the customer will administer manual injections as alternate insulin therapy.